Event description:
It was reported that the patient was having difficulty charging the ipg and the ipg reached end of life. There was no device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred three years ago before pandemic.